Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head had one band attached and moved from its position. The suture thread presented seven knots. The trip wire was secured. The ligator head teeth were bent and the band was damaged. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent and the band on the ligator head was moved. These suggest that the device could not deploy. These conditions could have been generated due to the manipulation of the device or technique used during the procedure or even anatomical factors as well. Once some knots got dislocated, the suture thread would have encountered difficulties releasing the bands. This could have caused the band to be damaged. It is possible that these difficulties encountered could have caused the bend on the ligator head teeth, consequently, inability of the device to deploy the bands. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure to treat bleeding from varicose veins performed on (B)(6) 2022. During the procedure, the bands had overlapped and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure to treat bleeding from varicose veins performed on (B)(6) 2022. During the procedure, the bands had overlapped and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.